Event description:
It was reported that the patient presented to the emergency room with multiple alarms. The patient was hooked up to the system monitor and confirmed there was wire damage. The patient had experienced multiple pump stops. The driveline fault alarm was cleared and then reappeared within minutes without alarm sounds or lights on the system controller. A review of the log files confirmed the pump stops, low speed hazard alarms, driveline fault alarms, and low flow hazard alarms while the patient was on both battery and wall power. These alarms were likely related to a phase to phase short. X-rays were performed and showed some unusual shield stretching near the driveline exit site. The patient was scheduled for a driveline repair on (B)(6) 2024. The driveline repair was performed around 3 inches from the exit site without issue.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h10: medwatch #(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through medwatch #(B)(4) on (B)(6)2025 that when the patient arrived to the emergency department with increased ventricular assist device (vad) alarms, the system controller did not display the alarms. The alarms cleared with immediate return of the driveline fault banner, but there was no wrench and no alarm sound. They manipulated the driveline, which prompted a low flow alarm to sound, however it did not display on the controller. Log files and x-rays obtained showed damage to an external section of the driveline. The driveline was braced with tongue depressors and abbott engineers were notified. The engineers performed a driveline repair on (B)(6)2024 and no further alarms were noted. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Corrected data: section h10: medwatch number (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Follow-up log files were submitted for review post driveline repair. The log file history displayed one transient driveline fault alarms on 13jun2024 around 1300 associated with the driveline repair. There were no other unusual events seen within the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported driveline fault alarms and pump stops captured in the submitted log files. A distal-end driveline replacement was performed on (B)(6) 2024 and approximately 20.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and found that the green, black, and red wires produced an open circuit. All remaining wires passed continuity testing. Visual inspection of the driveline wires confirmed complete fractures in the green, red, and black wires approximately 18¿ from the controller connector. Additionally, a partial fracture in the yellow wire, approximately 18¿ from the controller connecter, was also confirmed. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the lead. Additional testing of the driveline was performed. Each wire was forcibly tugged on to reveal additional partial or total fractures of the conductors; however, the insulation and the underlying conductors of the remaining wires appeared to be completely intact. The remaining wires of the driveline were then submerged in a saline solution for insulation resistance testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The hmii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the fractured wires to their redundant motor phase wires, the fractured inner conductors of the wires would have resulted in the reported driveline fault alarms. Furthermore, if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield, the resulting electrical short could have caused the alarms and pump stops observed in the submitted log files while the system was operating on battery power. Additionally, if the exposed conductors of the green, red, black, or yellow wires contacted the braided shield while the system was operating on a tethered power source, the resulting short to ground could have resulted in alarms and pump stops observed in the submitted log files while the system was connected to the mobile power unit. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C., and hmii lvas patient handbook, rev. C, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.